Manufacturer narrative:
(B)(4)

Event description:
It was reported that a detached or missing sensor wire occurred. The wearable was inserted into the arm on (B)(6) 2026. On the same day, the sensor failed. Upon removal, the patient observed redness covering the entire adhesive patch area. As a precaution to reduce inflammation, the patient reported taking acetaminophen (tylenol) 500 mg. The patient sought medical evaluation and was referred to the emergency department on monday, (B)(6) 2026. In the emergency department, an x-ray was performed; however, the suspected object could not be visualized within superficial tissue, indicating it may be embedded in deeper tissue. Medical staff advised that the body may naturally expel the object over time or encapsulate it with scar tissue, allowing it to remain without causing harm. The patient was prescribed an unspecified oral antibiotic and was instructed to monitor the insertion site. At the time of assessment, the insertion site appeared bruised but was not painful, and the patient was otherwise clinically stable. No surgical intervention was performed to retrieve the suspected retained wire, and no additional medical treatment was documented. At the time of reporting, the patient¿s condition was reported as stable and ¿fine.¿ data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction was updated on 05/16/2026.